Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident. Customer's other blood glucose value was 300mg/dl and 168 mg/dl.. Customer had using insulin pump system not within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.